Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that a pericardial effusion occurred post procedure. The patient underwent a left atrial appendage (laa) closure procedure on (B)(6) 2018. A 24mm watchman ® laa closure device & delivery system was selected and deployed. One partial recapture was performed and the closure device was successfully implanted. The patient was discharged on eliquis and aspirin. About 1 week post procedure, the patient presented with chest pain. Imaging was performed and a slow growing effusion was found. They tapped the patient removing about 500cc of fluid. The patient symptoms resolved and they are currently doing fine.